Manufacturer narrative:
Additional device product codes: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a spinal fusion at th2 for treatment of adolescent idiopathic scoliosis (ais), the set screw could not be tightened due to the screwhead breaking. An x-ray confirmed that no fragments remained in the patients body. Another set screw was used to complete the procedure. The procedure was completed successfully. There was a surgical delay of less than thirty (30) minutes. Concomitant devices reported: tightener (part number unknown, lot unknown, quantity unknown), 5.5 exp verse can scr 4.35x25 (part number 199725425s, lot 165941, quantity 1). This report involves one (1) 5.5 exp verse di set scr. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the 5.5 exp verse di set scr (p/n: 199721000s, lot #: 190703) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the external threads of the poly lock key were deformed and stripped. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed on the returned device due to confirmed post manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium verse-dual lock assembly. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the 5.5 exp verse di set scr (p/n: 199721000s, lot #: 190703) as the threads were stripped which could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the DHR of product code 199721000s, lot 190703, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on april 26, 2018. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.